Manufacturer narrative:
Additional information was received that the patient had non-bsc devices.

Event description:
A report was received that the patient will undergo a battery revision procedure for an unknown reason.

Manufacturer narrative:
Expiration date - ni.

Event description:
A report was received that the patient will undergo a battery revision procedure for an unknown reason.